Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was confirmed during archive review and initial functional testing. The root cause was due to defective processor board. The autopulse platform is a reusable device and was manufactured in 11/23/2006; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. No physical damage was noted during visual inspection. The entire archive data showed only one event occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The archive indicated system error 136 (internal parameter corrupted) occurred on (B)(6) 2017. The platform failed the initial functional testing due to system error 136 (internal parameter corrupted) displayed when the unit was powered on. The processor board was found to be defective. Upon customer approval the component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying "system error, out of service, revert to manual CPR" when the platform was powered on. No patient involvement was reported.